Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via bolus as the customer did not know how many carbohydrates were consumed for a meal. Customer's blood glucose (bg) was 54 mg/dl and food was consumed to address bg. Recommendation was made for customer to discuss event with a healthcare provider.